Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the pump on the cooler heater unit won't turn on at times. When they turn the pump on, it doesn't start but after playing with the knobs, it starts. As a result, an alternate device was employed. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the pt.

Manufacturer narrative:
The cooler/heater unit was removed and sent to the user facility's biomedical engineer (biomed) for repair.